Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or unexpected error message during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Unit had stripped battery cap coin slot, cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an error code on the insulin pump. The customer also reported that the battery life diminished, top screw on the battery cap was worn, rejected new batteries, louder noise with rewind and unexplained no delivery. No harm requiring medical intervention was reported. The device will not be returned for analysis.